Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported the adhesive on her insulin infusion headset is not adhering properly. She stated this has happened with about half of the sets from her current box of infusion sets. She said she discarded all of the affected sets. Complimentary adhesive dressing was sent to the patient. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. No product was available to be returned for evaluation.